Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported false air in line which was not reproduced. A review of the event history log identified multiple occurrences of the air in line messages. Visual inspection determined to be a damaged ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event happened during delivery in the nursing department. There was no known patient injury or medical intervention associated with this event. No additional information is available.